Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1000 mcg/ml at 6.0 mcg/day) via an implanted pump. The patient¿s medical history included chronic pain associated with lung cancer. The indication for pump use was malignant pain. On (B)(6) 2020 it was reported that the patient¿s pump flipped. Per the patient, the pump flipped approximately one week. The pump managing physician was unable to interrogate or refill the pump. The patient was referred to the surgeon for a pocket revision and possible catheter replacement/revision. During the surgery, it was determined that the pump was indeed flipped. The surgeon repositioned and secured the pump. The catheter was examined and found to be patent. The surgeon performed a myelogram as well to ensure proper drug delivery. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury. No further complications were reported/anticipated.